Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 10, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation findings: 3259 - improper physical structure investigation conclusions: 4307 - cause traced to component failure the affected sample was not returned for evaluation; however, a picture was provided. The picture confirmed that the lock adaptor was not attached to the manifold. However, the lock adaptor is a press fit and should be able to be pushed back onto the manifold. A representative retention sample was inspected for damage with no anomalies noted on the device specifically with the manifold lock adaptor. All manifold units are 100% visually inspected and leak tested during the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the manifold malfunctioned; the luer connection at the proximal end before the first stopcock came apart. No patient involvement. Product was changed out. Procedure completed successfully.